Manufacturer narrative:
The catheter was discarded at the hospital and was not returned to manufacturer. Lot history review could not be performed as no lot information was available. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. During processing of this complaint, manufacturer attempted to obtain complete event and information, and confirmed there was no damage with the guidewire. Exact date of the occurrence of this incident could not be identified. For reporting convenience, the first day of the month of the date when manufacturer became aware is quoted as the date of the occurrence. Based on the obtained information, it is inferred that, when the crossing lesion of the catheter and guidewire were attempted, tip distal end of the catheter was trapped in the lesion and the abrasive friction with the inserted guidewire increased, along with the rotational manipulation to the catheter the devices got stuck each other, catheter tip was damaged due to the accumulated rotational force. The tip was finally broken apart when the removal of the catheter was attempted, and remained on the guidewire used in combination. Warning section of the IFU describes: do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turns limit has not been reached. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break the catheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) If any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.)

Event description:
Reportedly, to treat a heavily calcified cto at lad, subject catheter was advanced to lesion over a guidewire, however, it was felt that the guidewire got stuck in the vessel. When the subject catheter was attempted for removal, it also got stuck. The catheter was pulled back with force, then it was found that the catheter was removed out without the tip. Broken tip was found stuck with the guidewire. Guidewire was also removed out with force, there was no impact to the patient, the patient was released to home for that date.